Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) and outflow graft were not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range. 21 low flow alarms have been logged since (B)(6) 2020. Of note, it was reported that the patient received a heparin drip, bivalirudin, and tissue plasminogen activator treatment, which corresponds with the power and flow returning to normal operating range as observed in the autologs report. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Per the vad instructions for use, device thrombus, respiratory dysfunction, and he art failure are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right heart failure and hypertension. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot #: 17280916-1058 h3: yes h6: FDA method code(s): 4114 h6: FDA results code(s): 3221 h6: FDA conclusion code(s): 22, 67 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that on cardiac monitor, the patient was noted to have wide complex tachycardia. Electrophysiology (ep) was consulted and the patient was treated with anti-arrhythmic mediation.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted as the investigation summary was revised. Product event summary: the ventricular assist device (vad) (B)(6) and associated outflow graft (lot no. 17280916-1058) were not returned for evaluation. The reported low flow event was confirmed via review of the available autologs report which revealed a sudden decrease in power consumption and estimated flows on (B)(6) 2020 to parameters below the normal operating range. 21 low flow alarms have been logged since (B)(6) 2020. Information received from the site indicated that the patient presented with hemolysis and decreased flows. A computerized tomography and echocardiogram did not reveal outflow graft stenosis or inflow obstruction. Of note, it was reported that the patient received a heparin drip, bivalirudin, and tissue plasminogen activator (tpa) treatment, which corresponds with the power and flow returning to normal operating range as observed in the autologs report. Furthermore, the patient experienced cardiogenic shock and respiratory distress during treatment which required intubation, inotropes, vasopressors, and a temporary right ventricular heart pump for support. Eight days later, the patient was weaned off the temporary pump and their labs stabilized. It was further reported that on cardiac monitor, the patient was noted to have wide complex tachycardia. Electrophysiology (ep) was consulted and the patient was treated with anti-arrhythmic mediation. Based on the available information, the device may have caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported low flow event can be attributed to external factors such as thrombus at the inflow cannula/outflow graft. Per the instructions for use, device thrombus, respiratory dysfunction, hemolysis, right heart failure and cardiac arrhythmia are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of right heart failure and cardiac arrhythmia events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac trans plantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out of hospital settings. Additional products: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-apr-2023 / lot #: 17280916-1058, UDI #: (B)(4). Device available for evaluation: no. Mfg date: 01-apr-2018. Label for single use: no. (B)(4). This information was received from the destination therapy post approval study. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with clinically significant hemolysis, elevated creatinine and lactate dehydrogenase levels, and an abrupt drop in flow on their ventricular assist device (vad) which triggered numerous low flow alarms. A thrombus in the left ventricular outflow tract (lvot), vad inflow cannula or outflow graft was suspected. A computerized tomography scan revealed no outflow graft stenosis. An echocardiogram was inconclusive regarding a vad inflow cannula issue as they were unable to visualize any inflow obstruction. The patient's anticoagulation medication was uncontrolled at the time of the event so the patient received a heparin drip and was taken to the catheterization laboratory for bivalirudin and tissue plasminogen activator (tpa) to the lvot via pigtail catheter. Vad flows gradually returned to baseline. During treatment, the patient experienced cardiogenic shock and respiratory distress requiring intubation, inotropes, vasopressors, and a temporary right ventricular heart pump for support. Eight days later, the patient was weaned off the temporary pump and their labs stabilized. The vad and outflow graft remain in use. No further patient complications have been reported as a result of this event.